Event description:
The patient rec'd two leads with the same lot number. It was reported the lead had migrated. The patient also reported having to recharge the ipg frequently. It was determined the patient had high settings therefore she could expect to recharge more often. Surgical intervention may be undertaken to replace the lead at a future dae. F/u identified the patient is not getting stimulation in the left buttock where needed. Both leads and the ipg were explanted and replaced. The physician opted to replace the ipg to prevent an add'l surgery. Effective stimulation and coverage was achieved postoperatively.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.